Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported there was a leak with and endotracheal tube. Customer does not know the lot number or the model number. Covidien is attempting to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
One sample of intermediate 86446 hi-lo endotracheal tube part number was received for evaluation, with no lot number provided. Visual inspection and performance testing determined that the device was performing as intended. (B)(4).